Event description:
It was reported, "the patient was admitted to the hospital at 16:26 on (B)(6) 2021 due to maintenance chemotherapy for bronchial and lung malignant tumors (limited-stage right lung small cell lung cancer). For chemotherapy treatment, under the guidance of b-ultrasound at 12 o'clock on (B)(6) 2021, the "central venous catheterization" of the expensive vein of the left upper limb was performed. The peripherally intubated central venous catheter kit and accessories were used. The procedure was smooth , the depth of the tube is 42cm, and the tube port has no blood or liquid oozing, and it has been pressurized and bandaged. The patient was admitted to the hospital with a PICC central venous catheter on the left side, which was fixed, and the catheter depth was 42 cm. There was no blood or fluid from the mouth of the catheter. At 09:17 on (B)(6) when the nurse was maintaining the patient's catheter, she found yellow exudate at the puncture port and took measures: replace the alginate dressing and continue to observe. On (B)(6), it was checked that there was still fluid from the puncture port, but there was less fluid than before, and the patient was still being treated."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0667 showed one other similar product complaint(s) from this lot number.